Event description:
Customer alleged blood glucose results of 254 mg/dl on the advantage system compared to 123 mg/dl on a professional meter when tests were performed back-to-back. The customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect devices and replacement products were sent.